Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity. It was noted that there were high left ventricular (lv) thresholds. During explant of the device, the set screw stripped and an orthopedic drill was used to remove the screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m, lead, implanted: (B)(6) 2012; 511211, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was noted that there was a missing grommet, a loose/detached set screw, and a missing set screw.